Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative (rep) who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Rep reported patient (pt) was recently implanted with ins for foot pain due to an injury. Rep reported that today the pt went to the ER due to leg pain and was admitted to the hospital for an MRI. Rep reported that after the MRI the pt felt "surges." Technical services (ts) asked, but caller did not know where the pt was feeling the surges. The caller said the ins is off and set to zero. Caller said another rep is on the way to the hospital to check the pt's ins system. The other rep later reported they met with the patient (pt) and checked impedances. Rep reported all impedances are within range and the ins is off and at 0ma. Caller reported pt said they are getting an intermittent shocking sensation, every half hour, down the right side of back and right leg. Pt said they started experiencing the shocking symptoms 2-3 days after implant. The ins is implanted on the left side. The system was implanted on (B)(6) 2023, but the ins was never turned on. Pt also reports that since the implant she has developed "drop foot." Pt said they met with the first rep on (B)(6), but they never turned the ins on. Pt was hospitalized on (B)(6) 2023.